Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box reveals no activity outside normal use. A review of the prime history shows an average of 18 unit primes on the reported period. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally to the verify screen. The pump displays the appropriate warning to disconnect before priming. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The iob duration was set to 1 hour, 30 minutes, and 2 0 unit boluses were performed; the pump correctly displayed 20 unit iob on the screen, and after 1 hour and 30 minutes the pump appropriately displayed 0 units for iob. The pump cover was opened and there was no damage found to the power circuit or force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the pump was programmed from someone in her health care professional's office and during the review of the pump the iob feature was found to be turned off. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 58 mg/dl with sweating, weakness in the knees, and nightmares. The patient reported treating with a glucose gel and blood glucose levels resolved. The patient reported that the insulin on board (iob) feature was not showing in calculations made from the meter when the boluses were programmed within the iob duration. The pump was reviewed with the patient. The insulin on board settings was found to be turned off. Customer support advised the patient that since the feature was off, the iob would not show in the bolus calculations on the meter remote. The patient stated that she felt that the pump was working fine but that she felt that her basal rates might need to be adjusted. The patient was advised to discuss basal rate adjustments with a health care professional. This report is made based on the allegation that the patient experienced hypoglycemia related to the iob feature being turned off in the pump programming and due to a possible need for basal rate adjustments.